Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a mild tortuous and mild calcified artery at the lower extremity. A short taper 300cm straight tip v-14 control wire was advanced to cross the lesion. However, during the procedure, a piece of the hydrophilic tip of the wire broke off and remained in the patient's body. No intervention was performed to retrieve the fragment. The physician stated that it would not cause an adverse future event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device was not returned for product analysis. However, the customer did provide pictures related to the complaint, where is possible to observe a photo with the wire distal tip section of polymer jacket peeled and kinked.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a mildly tortuous and mildly calcified artery at the lower extremity. A short taper 300cm straight tip v-14 control wire was advanced to cross the lesion. However, during the procedure, a piece of the hydrophilic tip of the wire broke off and remained in the patient's body. No intervention was performed to retrieve the fragment. The physician stated that it would not cause an adverse future event. No patient complications were reported and the patient's status was stable.